Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge/introducer tip/end was split. There was no patient involvement/injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product testing could not be performed since no product was returned for evaluation. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A complaint history review revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.